Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode and insertion needle was missing, they placed the sensor into the inserter and checked the sensor and they did not see anything on the bottom of the sensor. Customer's blood glucose value was unknown. The device will not return for analysis.